Event description:
It was reported that there was a pump problem. The patient started hearing an alarm since (B)(6) 2015 from her pump that she ¿hasn¿t been using for some time¿ that was ¿fairly consistent tone every fifteen seconds¿ which was consistent with a synchromed el. The patient said that the alarm ¿didn¿t bother them that much.¿ the pump was reportedly ¿empty and does have drug in it.¿ when the patient came into the healthcare professional (hcp) office they could not interrogate/ ¿telemetry it.¿ the pump was ¿off¿ since 2010. The patient notes indicated that the pump was previously refilled with morphine. The pump currently was not used to infuse drug. No intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. Should additional information be received it will be added to this event.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer. (B)(4).